Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: flapper door functional, conforming and lockout and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "5mm trocar would not arm" was due to the intermittent arming of the device. The obturator handle weld was measured and found to be skewed which can cause the instrument ot arm intermittently. The obturator handle is welded during the assembly process.

Event description:
It was reported during a laparoscopic cholecystectomy the 5mm trocar would not arm. It was part of kit fdc15. A new trocar was opened to complete the case.